Event description:
It was reported that after a shoulder procedure using a quantum 2 controller, it was discovered that the pt had sustained a 3rd degree burn on the left hand. No further info was provided regarding the cause of any treatment administered, however no further pt complications have been reported.